Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. During follow up visit on (B)(6) 2015, it was noted the patient had a possible type 3b endoleak which was then confirmed by angiogram. The leak was located at the lower part of the bifurcated stent. Physician relined graft with an infrarenal aortic extension on (B)(6) 2015 and the angiogram post procedure confirmed the leak had been sealed.